Manufacturer narrative:
H.6. Investigation summary no photos or samples were received for evaluation. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. A device history review was conducted for lot number 0010103 it was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are required at this time.

Event description:
It was reported that 3 syringe 3ml ll 200 s/c had difficult to move plungers the following information was provided by the initial reporter: "it was reported that the plunger would not pull back. Event description per attached email states: "¿ caller reported 3 events [the syringe plunger wont pull back clarification note customer never got to part were customer tried to fill cartridge this happened on 3 different event dates 1st on (B)(6)2020 2nd on (B)(6)2020 and 3rd on (B)(6)2020 ¿ number of occurrences - 3. ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no. ¿ product with issue - bd 3ml syringe, pn (B)(6). ¿ product lot # - 0010103. ¿ did issue cause any injury? - no. ¿ did customer require medical intervention? - no. ¿ is product manufactured by bd? - yes, sample is not available for investigation. Resolution - caller was able to successfully fill a cartridge. No further action required.""

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringe 3ml ll 200 s/c had difficulty moving plungers. The following information was provided by the initial reporter: "it was reported that the plunger would not pull back." Event description per attached email states: "caller reported 3 events: the syringe plunger won't pull back. Clarification note: customer never got to part where customer tried to fill cartridge. This happened on 3 different event dates: 1st on (B)(6) 2020, 2nd on (B)(6) 2020 and 3rd on (B)(6) 2020. Number of occurrences - 3. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - 0010103. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is not available for investigation. Resolution: caller was able to successfully fill a cartridge. No further action required."